Event description:
It was reported that the sharps coll 1.5qt red lid would not shut and lock during use. The following information was provided by the initial reporter, translated from japanese to english: "the lid of sc 1.4l (305487) opens (does not shut)."

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process can¿t be performed because the lot number wasn¿t provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid didn¿t close for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information or evidence to confirm a failure. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot#s [1075c5] and [1075c6] were not found for the reported catalog # [305487]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sharps coll 1.5qt red lid would not shut and lock during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the lid of sc 1.4l (305487) opens (does not shut)."